Manufacturer narrative:
(B)(4). Medications: flonase, cholecalciferol, ergocalciferol, lisinopril, norco, pravastatin, tizanidine, and trazodone the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use states complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited reoperation. (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a thoracic descending aortic aneurysm. The patient tolerated the procedure. It was reported that on (B)(6) 2017, there was a reintervention. The aneurysm had expanded distal to the previously implanted tgu454515/ 11957665 device, it is unknown if the aorta in this area was aneurysmal during the first procedure. An additional conformable gore® tag® thoracic endoprosthesis was implanted. The patient tolerated the procedure.